Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required "support" from anesthesia. First, it was reported that during the procedure they lost visualization of the octaray catheter. The respiratory gating went flat and to the top of the window, and there were no visitags. They tried adjusting the parameters for the respiratory gating and it did not resolve the issue and every catheter would fail to train. They reset visualization and that took ten minutes to complete. The physician requested an immediate resolution. It was confirmed that there were no errors present, the patches looked "fine, and the magnetic values were low. Dispatched to local biosense webster field service engineer. It was also reported that an effusion was present post procedure. The reporter stated that the blood pressure dropped, and anesthesia had to "support" the patient. The reporter stated that they did not check for an effusion pre procedure, so they are unsure if the current effusion was baseline. The physician will monitor and perform an echocardiogram once the patient is out of the electrophysiology (ep) lab. Additional information was received and after a follow up with the physician, it was not sure what caused the pressure to fall. The physician did state that the patient recovered shortly after. The type of intervention was not specific; however, it was reported that the patient needed "support" from anesthesia. Therefore, this event is considered a MDR reportable adverse event. The issue with visualization and visitag software are not MDR reportable.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).